Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
Initial inspection of the device found the cannula to be stretched, and corrosion was visible on multiple components through the housing. A power supply was used to download data from the device due to the corrosion on the batteries and the pcb. The attempt to download the data proved to be unsuccessful. The pcb was removed from the device and hooked up to a power supply in a second attempt to download data, but this was unsuccessful as well. The corrosion caused a data loss of the device. It cannot be determined if the device had any timeouts, drive stalls or alarms. Inspection of the fluid path found that the cannula was 1.144 inches in length which is out of specifications. Manual occlusion of the fluid path also found a leak where the tip of the formed needle meets the soft cannula. The source of the leak was a tear in soft canula which exposed the formed needle. The cause and timing of this damage to the cannula could not be determined. The internal fluid path could not be tested for leak due to the damage to the exposed portion of the soft cannula. No other damages or deficiencies were observed that would have caused internal corrosion. The source of the corrosion could not be determined. No other damages or deficiencies were observed during the investigation.